Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's mg/dl. Low bg cause was not known. The customer's son contacted the paramedics and the customer consumed carbohydrates to address bg. Reportedly, the customer fell due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.